Event description:
Synovitis of right knee [synovitis] ([joint swelling], [joint warmth], [pyrexia], [knee effusion]); inflammatory complication [inflammation] ([synovial fluid cell count]). Case narrative: this case is cross referenced with case (B)(4) (same patient). Initial information received on (B)(6) 2018 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) male patient who experienced synovitis of right knee and inflammatory complication with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2016, the patient was administered intra-articular synvisc one injection at a dose of 1 df once for knee arthrosis/knee injury(medial meniscus) (batch/lot number: unknown). During the night, he developed knee hydrops. On (B)(6) 2016, knee punction was done with evacuation of 100 ml of yellow exsudate, followed by administration of dopmedrole and mescalin. On (B)(6) 2016, patient had fever (39.1c) and knee hydrops. Patient had been hospitalized on traumatology department since (B)(6) 2016 . At the time of discharge , patient was afebrile, heart rate 118/,min, blood pressure 170/100, bmi 27.2. Patient physical examination was normal, the right knee was with small exsudate and oedema on anterior part, also more warm on anterior part. Flexe was between 0-110. Patient was hospitalized due to suspected inflammatory complication after administration of visco supplements into right knee with repeated evacuations of serose exudate(exsudate cultivation was negative). Inflammatory markers were also negative. It was reported that patient was afebrile during hospitalization and was treated by antibiotics(i.v oxacillin) on precautionary basis and with analgetics. Diagnosis was synovitis of right knee( m6586). Patient was recommended analgetic therapy, resting regime, dalacin 300mg ,aulin. Joint punctuate fluid examination dated (B)(6) 2016 were joint punctuate fluid leukocyte count 1.x10exp9/l. Urine examination dated (B)(6) 2016 revealed ph 6, erythrocytes 4/ul(normal), leucocytes 23/ul (increased), blood 0 u(normal). Microbiological examination of joint punctuate dated (B)(6) 2016: bacterias microscopically not detected. Aerobic cultivation negative, cultivation after vermination: negative, anerobical cultivation: negative. On (B)(6) 2016 the biochemistry results revealed serum urea 5.1 mmol/l(normal), serum creatinine 90 umol/l(normal), serum uric acid 351 umol/l (normal), serum natrium 144.2 mmol/l (normal), serum potassium 4.61 mmol/l(normal), serum chloride 102mmol/l(normal), serum calcium 2.45 mmol/l (normal), serum osmolality 302 mmol/kg(increased), serum glucosis 4.4 mmol/l(normal), serum bilirubin 14 ummol/l(normal), alt 0.68 ukat/l(normal), ast 0.67 ukat/l(normal), s-ggt 0.75 ukat/l(normal), total protein 86 g/l (increased), c reactive protein 4.4 mg/l (normal). Blood examination revealed wbc 9.8x10exp9/l, rbc 5.22x10exp9/l, hgb 158g/l, hct 0.48, mcv 92.2fl/l, mch 30.3pg, mchc 328g/l, rdw 13.2%, plt 217x10exp9/l-all parameters normal. Quick inr1.01(normal), aptt 29.6 sec(normal), aptt ration0.95 normal. Corrective treatment: dopmedrole and mescain for evacuation of 100 ml of yellow exsudate; antibiotics(i.v oxacilin), analgetic therpay, resting regime, dalacin 300mg ,aulin for synovitis of right knee. The patient outcome is reported as recovered / resolved for synovitis of right knee; unknown for inflammatory complication. A product technical complaint was initiated with global ptc number (B)(4) on 16-oct-2018. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant, intervention required and hospitalization for synovitis of right knee; hospitalization for inflammatory condition. Additional information was received on 16-oct-2018. Ptc results received and processed. Additional information received on 23-nov-2018 from physician. New events of synovitis of right knee and inflammatory complication were added with details. Clinical course updated and text amended accordingly.